Event description:
It was reported the pt's lead was not providing stimulation. The sjm representative met with the pt for reprogramming but was unable to resolve the issue. X-rays did not show any observable issues, and lead impedances were normal. The pt was to be reprogrammed again.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.